Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer medwatch number not provided. Customer reports that during a procedure, a piece of the rongeur at 8mm broke off, fell inside pt and became embedded within the soft tissue, deep against the vertebral body. X-rays were done; physician was unable to retrieve the metal piece. The neurosurgeon felt it was safer to leave it inside pt to avoid causing a dura leak. Numerous contacts with customer but not forthcoming with anymore information.